Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. After review, the manufacturer received information on 01/13/2022, thus changing the date of event, alleging difficulty breathing, shortness of breath and nasal/throat irritation or soreness. Appropriate coding has been added.